Event description:
It was reported nine months after original implant of an intraocular lens (iol) into the eye, a lens exchange using a different model lens and diopter was completed due to persistent positive dysphotopsia. Dysphotopsia resolved with lens exchange and the patient's prognosis is excellent. In the surgeon's opinion, dysphotopsia is secondary to acrylic iol. It improved/resolved with exchange to silicone optic material.

Manufacturer narrative:
Per the reporter, the device was discarded and not available for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, the most probable root cause is known procedure complication.